Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.

Manufacturer narrative:
This is being reported for a problem found earlier. An investigation of the case logs revealed that there are small shifts present in the merge of l2 and l3 as well as excessive force which resulted in misplaced implants. If the merge contains a shift, it is recommended that the user selects a different registration type. If all registration types result in a merge shift, it is recommended that the user takes new fluoroscopic images to improve the merge. The user reported doing landmark checks before proceeding with the merge and navigational integrity was deemed to be acceptable. This is proper technique. In additional to a landmark check on the skin, for mis cases it is recommended that the user traces the lamina after making an incision. Further investigation of the case logs revealed that the software detected and alerted the user of excessive deflection during screw placement, which can be caused by skiving. Force is indicated by the force meter on the bottom right hand side of the screen. Excessive force and skiving can lead to the misplacement of screws. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.